Event description:
During an arthroscopic shoulder 1 of the 2 versalok anchors suture broke when the surgeon was knotting it down. The surgeon states that there was no other room to put in another anchor, so he concluded the repair with 1 fixation device instead of the 2. He was not happy with this, said that the integrity of the fixation was less than ideal.

Manufacturer narrative:
This report is being filed to document the fact that because of the circumstances reported, the surgeon was not happy with the outcome of the repair, he felt that the integrity of the fixation, although sufficient, was less than ideal. There was no patient consequences. There are no other complaints of any kind in the complaints system for this lot. A build review is being conducted, and if it is discovered that there were any anomalies that would or may have contributed to the reported incident, that information will be forwarded via a follow-up report. At this point in time no further action is warranted.